Manufacturer narrative:
The insulin the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify insulin flow blocked alarms due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was pump error. The customer¿s blood glucose level was 235 mg/dl. The customer reported that the during rewind they had pump error. It was reported that they had received error multiple times. It was reported that they were unable to rewind. The customer was advised the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.